Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted to the instrument. The sulu (single use loading unit) was received was fully fired and engaged in interlock. No damage was noted to the knife blade. Cracks were noted on the sulu. The sulu was reset and reloaded with staples from a test sulu. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to use in tissue thicker than indicated. This may also cause cracks in the cartridge. The IFU (instructions for use) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open subtotal gastrectomy, on stomach resection, after the surgeon held the tissue with the device, it did not fire and black pusher thumb piece cannot be moved at all. As stated, the operating room nurse prepared a new one to complete the case. There was no patient injury.